Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction is being submitted to add the selection of adverse event. No new event information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown caller reported that the patient has had numbness in their right arm as of 2 or 3 days prior to date notified. Follow up with the healthcare provider (hcp) is to be conducted on (B)(6) at their next appointment. The patient's indication for implant is parkinson's dual and movement disorders. Additional information was received from the patient. It was reported that the patient was having a terrible time, wasn't able to function and was going through freezing spells when they contacted the manufacturer the first time. The patient had CT scans just prior to these symptoms beginning. The patient went into meet with an hcp and had the ins reset and some medications changed. They stated that they are doing well now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they have notified their managing hcp regarding the issue. It was stated that the issue with the numbness in their hand is still off and on, and they are still watching the issue with regards to resolution. The patient also noted that the circumstances leading to the numbness in the right arm could be due to arthritis.